Manufacturer narrative:
It was reported that the ventilator on patient was alarming for both high fio2 and low fio2. According to the fse (field service engineer), the customer stated that as the problem had not reoccurred it has remained on the patient with no further issues. The patient tolerated these swings without issue. The device logs were not received and no parts have been replaced. No investigation has been possible, therefore the root cause of the reported event has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator on patient was alarming for both high fio2 and low fio2. There was no patient harm. Manufacturer ref.#: (B)(4).